Event description:
Reporter noted patient underwent od cataract extraction on 09/2003 without any complications. Surgeon was confident that there was no period during which the phaco tip came into contact with any other metal instruments in the eyes. The following day he found approximately 12 very tiny metallic foreign bodies visible between the lens implant and posterior capsule.